Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a vizigo sheath and the tip was damaged and the material had a breakage along the wall of the sheath. The interior plastic seal at the proximal end of vizigo sheath was damaged, causing improper sealing and backflow of blood. The sheath was replaced before seating into the patient. The case continued without further issue. No patient consequences were reported.

Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-mar-2026, bwi received additional information indicating that there's tip damage and that the device was replaced before seating (was not used in the patient). But bwi confirmed that the device was used in the patient and had a bloody, broken valve. On 26-mar-2026, the product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspection of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that the valve was broken and the shaft was bent. A microscopic examination of the hemostatic valve surface showed stress marks and damage. This condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number 73000048 and no internal action was found during the review. The issue reported by the customer was confirmed due to the broken valve condition could be related to the valve issue described by the customer. The potential cause of the valve issue could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The potential cause of the bent shaft could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).